Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/19/2019.

Event description:
The customer reported that the screen is dim, despite having verified that the brightness is all the way up. The customer reports that the unit still operates and that the alarm would have been non applicable. The device was in clinical use at the time the reported event was discovered; however, there was no harm to the patient or user. The philips field service engineer (fse) confirmed the reported problem. The fse replaced the display and back lighting. The fse reseated the display cabling on the video graphic assembly (vga) board assembly and reseated vga board. The unit passed all performance testing and is ready for clinical use.